Manufacturer narrative:
The device did not return for investigation. If the device becomes available and investrigation will be performed at that time. A review of the production records was performed and all devices passed final inspection.

Event description:
As per reporter an m6 device was explanted due to osteolysis of the adjacent bone with evidence of particle abrasion.